Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20aug2019. The pse evaluated the unit and confirmed the reported issue. The pse found that the unit would need a new flow sensor assembly. During evaluation of the unit, the pse also observed that the power led(green and orange) went off for contact failure. The pse found that the unit would need a new power switch overlay. The pse replaced the flow sensor assembly to resolve the reported issue. The pse replaced the power switch overlay to address the power led (green and orange) went off for contact failure. The device passed all testing. The gas delivery system was returned for failure investigation (fi) and the reported issue was caused by an out of spec air flow sensor u1 . The root cause was determined to be a defective u1 on the air flow sensor pcba. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the manufacturer's product support engineer (pse) found that the airflow accuracy test (pvt test 5) failed at the 0 slpm setting. There was no patient involvement reported.